Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for part number for 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Case resolution: tech called in with error 133.6090 which he already new it was with the main speaker needs to be replace on confirm correct part number for main speaker & backup speaker also for tech as he request. Thank me for my assist.